Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leaking at site since on (B)(6) 2024. The infusion set was in use for 10. The blood glucose level at the time of event was 280 mg/dl and the patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.